Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to blood glucose level over 700mg/dl. Reportedly, the cause of high bg was unknown, however, the customer reported not receiving audible blood glucose alerts as intended. Contact did not recall any additional information regarding the reported issue.